Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d3, d4, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2020 to 06- dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cabinet was offline due to network failure. It was found that the network cables were unplugged from back of station. Cable previously plugged in on last visit was not connected and another seemed active but was not plugged in anywhere. The field service engineer verified communication by reconnecting network, got a last link time, contacted support to confirm remote access and server connection. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medbank cabinet had been offline since (B)(6) 2022 and a burning smell was reported from it. The it department checked the ethernet port and were able to ping a phone while being plugged into the port, but when the cabinet was plugged back in, the ping was unsuccessful. There were no routers, hubs or modems between the cabinet and the wall port. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network cable was not properly connected, causing the station became offline. A field service engineer reconnected the network cable to resolve the issue and there were no thermal damages found during inspection. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system was offline and produced a burning smell. There were no adverse events or injuries reported based on this event.